Event description:
A leak was observed in an access manifold during an incoming inspection by the product distributor; the exact location was not specified. There was no patient involvement. Additional information was requested and is not available. This is report 1 of 5

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. During pressure testing by connecting the device to a pressure gauge and placing it under water a leak was observed from the connection between the check valve and manifold housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.